Event description:
Per the surgeon, the electrode extruded through the external auditory canal; subsequently the device was explanted (B)(6), 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 10, 2014.